Event description:
Note: this report pertains to one of two devices that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip appeared to be stuck to the catheter and required multiple attempts to completely detach. The clip eventually released from the catheter through a combination of changing the scope position and catheter manipulation. The same problem occurred with the second 360 resolution clip. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip difficult to release from catheter, block h10: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip difficult to release from catheter was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. Consequently, restricting the proper analysis of the device. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
Note: this report pertains to one of two devices that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on august 3, 2023. During the procedure, the clip appeared to be stuck to the catheter and required multiple attempts to completely detach. The clip eventually released from the catheter through a combination of changing the scope position and catheter manipulation. The same problem occurred with the second 360 resolution clip. The procedure was completed. There were no patient complications reported as a result of this event.